Event description:
The hcp explanted the pump after an implant duration of less than 3 months. No reason for the explant was given. The pump was returned to the MFR for analysis and the patient had a new pump implanted. A follow up report will be sent when additional info is received.